Manufacturer narrative:
Evaluation summary: evaluation was completed on 28 oct 2005 and the reported condition of failure code: 810:11 was confirmed. Per the evaluation the ail is within calibration. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:11. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.